Manufacturer narrative:
The type of this complaint is revision due to possible armd. Primary surgery had taken place on (B)(6) 2010 by using s-rom with mom revision took place on (B)(6) 2015 on suspicion of armd. The surgeon found a flaw and black substances in the neck trunnion and requests the investigation of the substances in the head. The surgeon replaced a metal insert and the head with a polyethylene liner and other head of the same size respectively. A cup was not removed. It was not reported whether there was a surgical delay. The patient is now under observation. Conclusion and justification status: following investigation by bioengineering, notification was received that: it was unlikely that a manufacturing defect was present, no corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). F information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to possible armd. The surgeon found a flaw and black substances in the neck trunnion and requests the investigation of the substances in the head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.